Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded alarm). The patient was connected at the time of the alarm. This occurred during an unknown cycle of peritoneal dialysis therapy. During troubleshooting, the customer noted wetness around the bag and solution line; however, it was unknown where the location of the leak was. The patient ended therapy and disconnected from the device and would restart therapy on the next day. There was no patient injury or medical intervention associated with this event. No additional information is available.